Event description:
During an angioplasty procedure a 2.5x18mm stent was deployed in the proximal circumflex artery. Angiography showed that thrombus had formed inside the stent and extended distally within the vessel, before the procedure was completed. The physician treated the thrombus with integrilin. The procedure was completed.